Event description:
Reported events of "food intolerance" in 2 patients from journal article: "nonsurgical management of luminal dilatation after laparoscopic adjustable gastric banding", obesity surgery, (2013 nov 14). Electronic publication date: 14 november 2013.

Manufacturer narrative:
The reporter of the complaint was asked for the product serial number, date of event, and implant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Intolerance is a surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event.